Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that prior to implant, the device was interrogated, and exhibited a long charge time. The device was not used, and another device was also interrogated, with the same result. The second device was also not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4): the device was returned to the manufacturer and was analyzed. It was not possible to confirm the alleged malfunction based on analysis.

Event description:
It was reported that prior to implant, the device was interrogated, and exhibited a long charge time. The device was not used, and another device was also interrogated, with the same result. The second device was also not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.